Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on (B)(6), 2012. According to the complainant, during the procedure, while attempting to reinsert the gold probe into the patient, the probe covering was found to be pulled away. The procedure was completed without complication using another gold probe along with the same erbe generator. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to reinsert the gold probe into the patient, the probe covering was found to be pulled away. The procedure was completed without complication using another gold probe along with the same erbe generator. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination found the distal ceramic tip detached from the catheter; however, the wires remained attached to the ceramic tip. Further material analysis of the ceramic tip revealed no evidence of adhesive, or any additional substance on the ceramic tip. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the tip detached. The evaluation revealed that the returned device exhibited a lower amount of organic material than the control sample surface during the material analysis; this condition could lead to detachment of the ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation is underway to address the issue of tip detachment. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.